Manufacturer narrative:
B5 (describe event or problem) was updated. D4 (suspect medical device, lot # and expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint of a possible catheter leak was not confirmed during visual and functional testing of the returned icy catheter (lot #204218). No issues or discrepancies were found. No leak or malfunction was observed during testing, and the catheter functioned as intended. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the proximal infusion luer port due to the blood clogging inside the tubing. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leaks or issues were found. In addition, the returned catheter was connected to the returned suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel rotated as normal, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to the returned suk and ran on the thermogard console system, running in max warming mode with a target temperature of 37°c for 60 minutes and in max cooling mode with a target temperature of 35°c for 60 minutes. The balloons were properly warmed during the warming mode and cooled during the cooling mode. No leaks or damage were found on the catheter. The suk red pinwheel and the pump roller rotated as normal, and the catheter functioned as intended.

Event description:
During ivtm treatment, the registered nurse (rn) found that the saline bag attached to the icy catheter (lot #204218) was empty. No saline was on the floor or in the bed, so the customer assumed some saline might have infused into the patient's body. A possible catheter leak was suspected. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm treatment, the registered nurse (rn) found that the saline bag attached to the icy catheter (lot #unknown) was empty. No saline was on the floor or in the bed, so the customer assumed some saline might have infused into the patient's body. A possible catheter leak was suspected. No further information was provided. The patient's status information was requested, but the customer did not provide a response.